Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no further information was provided. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, material or manufacturing related issue.

Event description:
Plate broke and was replaced.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no further information was provided. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, material or manufacturing related issue. Device not returned.

Event description:
Plate broke and was replaced.